Manufacturer narrative:
Investigation approved. The device was not returned and there was not enough information provided in the complaint to confirm the allegation. Complaint will remain non-reportable based on reported information.

Event description:
It has been reported that a versacross connect laac access solution kit has been selected for use for a left atrial appendage closure (laac) procedure to treat a case of atrial fibrillation (a fib). During the procedure, the physician stated that the mechanical j-tip guidewire got stuck in the dilator, which also kinked the wire. The dilator and wire had to be removed together from the patient and the procedure was completed successfully using a different device (different model). No patient complications reported. The product is expected to return for analysis.